Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation; x-review DHR . Analysis and findings: (B)(4). Distribution history: the complaint product was assembled at csi, trumbull and released 7/9/209 under work order (B)(4). Manufacturing record review: DHR 247021 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection is not applicable to this complaint. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt: the complaint product was received and noted in dataworks as 05/06/2019. Visual evaluation: visual examination of the complaint product was not able to be performed as the sample was not available at the time of this investigation. Functional evaluation: visual examination of the complaint product was not able to be performed as the sample was not available at the time of this investigation. Root cause: root cause is considered indeterminable as the sample was not available at the time of this investigation. However, it should be noted that the velcro is verified 100% during the assembly process, no issues had been reported during the build of this work order. Correction and/or corrective action: no further corrective action is required at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
"Et tube holder placed on baby - velcro securement piece did not hold and et tube dislodged, creating need to re-intubate the baby. No harm to patient." Ref (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition; supplemental report to be filed upon completion. (B)(4).

Event description:
"Et tube holder placed on baby - velcro securement piece did not hold and et tube dislodged, creating need to re-intubate the baby. No harm to patient." (B)(4).